Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006746, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006746 was manufactured according to the work instruction (wi) version 112 and manufactured in the line l4 on 27-apr-2024 with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d02341 was manufactured according to the wi version 11 and manufactured in the machine itl01, on 13-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4c04311 was manufactured according to the wi version 62 and manufactured in the machine sc03, on 02-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d00982 was manufactured according to the wi version 11 and manufactured in the machine igtl01, on 07-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d02576 was manufactured according to the wi version 63 and manufactured in the machine sc03, on 21-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d02577 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 25-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.